Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. X-ray depicted externalized conductors on the right ventricular lead. Last clinic check showed stable lead parameters. The patient was in stable condition and would continue to be monitored.